Event description:
The customer alleged the ventilator's cup seal is bad, causing low volumes and fluctuations. The nellcor puritan-bennett factory service tech inspected the device and found the volumes at 2140ml and leak test at 51.5cmh2o, and replaced the cup seal to correct the reported problem. The unit was nearly to the scheduled "pm" where the cup seal would have been replaced as a part of the scheduled "pm". The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.